Event description:
It was reported that caller experienced a continuous glucose monitor error and needed assistance starting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed error did not recur after reset, and successfully started new sensor session; no additional issues were reported.